Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30288578 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. A jagged hole was observed in on side of the tubing. It is approximately 3mm below the base of the 2-port connector. A second hole was observed underneath the collar of the 2-port connector. There is some black discoloration at one end of the hole first hole. This discoloration was not observed on the hole under the collar. The tubing was cut laterally at the base of the collar. It was then cut axially on the wall opposite the holes. The surface of the inner wall around the hole is jagged. A root cause has not been established. All information reasonably known as of 01 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a nasogastric feeding tube leaked at the tube port site.